Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by johnson & johnson consumer care that a complaint was reported for unknown screws that broke post-op. Patient comments: dear johnson & johnson, the reason for this is to inform you that in 2011 my spinal column was taken advantage of. They placed 6 transpedicular screws, 2 bars and a titanium connector. In the year 2017 one of them broke without reason and in (B)(6) 2018 my pain got even worse and today in (B)(6) 2019 I got an x-ray and they could tell that it is no longer just one screw, but two. So I am reaching out to you because I do not have money for an operation or materials, and I am not making money while I am incapacitated from work because the place where I work is not covering this time off and they guaranteed that these screws would last my whole life. I asked in 2018 if another would break and they assured me it would not because it is titanium and now it turns out another broke and I am afraid they will keep breaking. I am attaching a photocopy of the x-ray. Although the consumer's email mentions an attachment of an x-ray, no attachment was included in their correspondence.